Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket infection approximately two months post implant. Cultures were taken and antibiotic treatment was necessary. The complete implantable pulse generator (ipg) system was explanted and later replaced. No further patient complications have been reported as a result of this event.